Event description:
It was reported that the foley catheter balloon did not inflate. Stated that the foley insertion was a traumatic insertion to begin with so needing to re-insert a foley again due to defective balloon not inflating which was a big safety concern. Per follow-up via email on (B)(6) 2022, it was reported that three issues were occurred in the last six months. Stated that the catheters were reinserted and observed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to collapsed / pinched inflation lumen under the balloon or along the shaft. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.